Event description:
It was reported the patient had an advance sling implanted in 2011. After the sling was implanted, the patient's incontinence "became worse". On (B)(6) 2014, the patient was implanted with another incontinence device. No additional patient complications were reported in relation to this event.